Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported upon adjusting system stimulation, she either experiences ineffective stimulation and/or overstimulation. The pt also reported she received cortizone and epidural injections; however, the injections did not improve her pain. Follow-up identified a sjm representative was unable to resolve the issues with reprogramming as stimulation became less effective than prior to reprogramming. An additional reprogramming will be attempted to address the issues.